Event description:
It was reported the customer was hospitalized for high blood glucose. Date of hospitalization was in (B)(6) 2015. Blood glucose was 509 mg/dl at the time of admission. Customer reported not feeling well prior to being hospitalized. The customer was advised by their healthcare provider to check into a hospital. Customer was treated with fluids and through their insulin pump at the hospital. The customer was released from the hospital within hours of being admitted. Customer's blood glucose was 239 mg/dl when they left the hospital. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.